Event description:
Boston scientific crm received information that this device was showing one year remaining three months ago. The atrial outputs were changed from 3.0v to 4.0v and now the device battery is at end of life (eol). Technical services (ts) was contacted and explained this is not expected behavior. A changeout procedure is going to be scheduled and once the device is explanted, it will be returned for analysis.

Manufacturer narrative:
The device currently remains implanted at this time. This event will be updated when additional information becomes available.